Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The coin cell battery was found to be defective and was replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system was shutting down on its own, and required a reboot to regain functionality. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.